Event description:
I have had 7 hernia repairs since 2003, most to correct a previous surgery that didn't work. Mesh was used in early cases to include a plug for my first inguinal hernia repair. That plug broke and tore away causing what the doctor described as shrapnel moving through my groin area. Most of the mesh patches were removed and replaced or removed all together. I have had 3 surgeons because I was never informed of the mesh issues and recall, the last surgeon after 5 hours working on just my right side to remove mesh scar tissue and adhesions, refused to even attempt the left. Chronic pain in the abdominal and groin upper thigh is horrible. To this day, after the removal of the initial plug issues are seen on CT that the right testicle and vesicle are not seen yet. I assure you they are there. That is the worst pain. Seven surgeries later, I'm left with more pain and issues than I had before I ever agreed to the initial hernia surgery. Nobody ever informed me plugs and mesh had been recalled.